Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that on the day she got the device every time she moved it zapped her like crazy. The patient reported that every time she took a step she would scream. The patient reported that if she bent over to pick something up off the floor, going up and down steps, just turning a certain way, just getting up and down from sitting, any time she moved it would zap her. The patient reported that she thought she was on 1.2 volts; it wouldn't let her increase stimulation. The patient reported that it would let her increase but if she did it would start zapping her again. The patient reported that the pain of the shock was in the vagina in the back. The patient reported that a manufacturer¿s representative (rep) told her to cut it down and it was better. The patient also reported that on the night prior to the call that they pooped all over. Omitted information about hives and itching as it is covered in pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient wanted to turn down their stimulation because it was uncomfortable; it was zapping them, like it was ¿electrifying¿ their vagina. It was noted that it had been uncomfortable for a while after it was increased in january, but their healthcare provider had told them to ¿wait and see.¿ then this past week, around (B)(6)2017, it got so severe that every time they moved or went up a step, they couldn¿t take it. Troubleshooting confirmed that stimulation was on. The patient was able to decrease from 1.7v to 1.2v where they said it was comfortable. They confirmed that the uncomfortable stimulation had been resolved. It was noted that the patient would monitor their symptoms after the stimulation change, and follow up with their healthcare provider. They had not seen their healthcare provider in months because they had been sick and not able to drive, but they stated that they planned to go see them. The patient stated that them being sick was not related to the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.